Event description:
This spontaneous report was received on (B)(4) 2013 from a female consumer (age unspecified) reporting on self from the united states. The medical history and concomitant medications were not reported. On (B)(6) 2013, the consumer started using o.b non-applicator tampons, vaginally one tampon for female hygiene (lot number 0103m7976 and expiration date unspecified). After three hours, when she tried to remove the tampon, some part of the tampon stuck in her body and she could not reach that part to pull it out of her. Action taken with the device was unknown. The event did not resolve. This report was assessed as non-serious. The company causality was assessed as related. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 07-aug-2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a female consumer (age unspecified) reporting on self from the united states. The medical history and concomitant medications were not reported. On (B)(6) 2013, the consumer started using o.b non-applicator tampons, vaginally one tampon for female hygiene (lot number 0103m7976 and expiration date unspecified). After three hours, when she tried to remove the tampon, some part of the tampon stuck in her body and she could not reach that part to pull it out of her. Action taken with the device was unknown. The event did not resolve. This report was assessed as non-serious. The company causality was assessed as related. This report was considered as a reportable malfunction case in the united states. Initial submitted report is being resubmitted to correct the details of event. After three hours, when she tried to remove the tampon, she could not reach the tampon to pull it out of her as it went inside her too far and the entire tampon was stuck in her body. This report remains non-serious. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 22-aug-2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a female consumer (age unspecified) reporting on self from the united states. The medical history and concomitant medications were not reported. On (B)(6) 2013, the consumer started using o.b non-applicator tampons, vaginally one tampon for female hygiene (lot number 0103m7976 and expiration date unspecified). After three hours, when she tried to remove the tampon, some part of the tampon stuck in her body and she could not reach that part to pull it out of her. Action taken with the device was unknown. The event did not resolve. This report was assessed as non-serious. The company causality was assessed as related. This report was considered as a reportable malfunction case in the united states. Initial submitted report is being resubmitted to correct the details of event. After three hours, when she tried to remove the tampon, she could not reach the tampon to pull it out of her as it went inside her too far and the entire tampon was stuck in her body. This report remains non-serious. This report remains a reportable malfunction case in the united states. Additional information received on 15-aug-2013. The consumer provided a valid lot number with the complaint. No returned sample was received for evaluation. A review of the trending data by product family and subject codes revealed no unfavorable trends and no trend for the reported lot number. Batch record review revealed that the process was executed as per established parameters and procedures. All in-process checks were performed with acceptable results. No incident in regards to process deviations or any atypical situation that may be associated to this type of complaint was observed. Retain sample inspection confirmed that no nonconformance or manufacturing defects related to this complaint were present. Device met specifications. Manufacturing issues for the lot revealed no issues related to the complaint. Based on the investigation results, no assignable cause was identified. Complaint trends would continue to be monitored. This report remains non-serious. This report remains a reportable malfunction case in the united states.